Event description:
Patient [pt] admitted [date redacted] for chest pain, sob [shortness of breath], and diaphoresis. Pt ruled in for stemi [st-segment elevation myocardial infarction]. Emergent va ECMO [veno-arterial extracorporeal membrane oxygenation] assisted pci [percutaneous coronary intervention] to left main bifurcation into lad [left anterior descending artery] and circ [circumflex]. Tvp [transvenous pacing] placed for type 2 avb [mobitz type ii second-degree atrioventricular block], iabp [intra-aortic balloon pump] placed. [Dates redacted] - over the next 3 days, iabp 1:1 augmenting well. ECMO continues. [Date redacted} around 1630 pt went back to cath lab for balloon valvuloplasty and the iabp was exchanged at that time. [Date recacted] - two days after returning to the cath lab, at 0245 pt was slightly turned and the rns reported a high-pressure alarm and then noted pulsatile blood flow in the helium line. Iabp removed and sheath exchanged. ECMO flow increased to prevent clotting. [Date redacted] ECMO weaned and dc'd. [Date redacted] - seven days after admission, pt decompensates and passes away. Md inspected device. Blood noted inside the balloon and air lumen. Iabp shaft intact with no evidence of damage or kinking (upon initial inspection). Fiberoptic tip intact. Sterile sleave intact. Mild abnormality with bending and wire kink. 9fr pinnacle without damage or kinking. Device submerged in water and 60mls of air injected. Tiny pinhole noted in balloon, not visible or palpable without injecting air while device is under water. It is unknown at this time if there was a device issue or if the patient's anatomy and vascular condition contributed to the event.